Event description:
Patient reported right side "needing my implants removed". Later patient reported "warped and moving freely causing pain" and "deflating". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, pain, malposition.